Event description:
The customer reported that when administering an antibiotic via secondary infusion, reported to be connected below the check valve on the primary IV line, the antibiotic solution free flowed and the drip chamber of the primary filled up. The nurse reported that the programming was double checked by a second nurse. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The set and the pump event logs have been received but the evaluation has not been completed yet. A follow up report will be submitted with the results of the investigation once it has been completed.